Manufacturer narrative:
New information was provided that clarified the date of the event.

Manufacturer narrative:
Relevant retention test strips (lot 364253) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable inr result from a coaguchek pro meter serial number (B)(4) compared to the werfen, recombiplastin 2g method. The result from the meter was 3.7 inr and the laboratory result was 2.4 inr. The result in question was reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
The customer returned both meter and strip lot 378585 for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level. Testing results (qc range: 2.5-3.1 inr) with lot 378585: qc 1: 2.8 inr, qc 2: 2.7 inr, qc 3: 2.7 inr. Testing results (qc range: 2.6-3.2 inr) with lot 378585: qc 1: 2.8 inr , qc 2: 2.8 inr , qc 3: 2.8 inr. The obtained qc results were in the allowed range. No error messages occurred during investigation.